Event description:
Patient was found on the floor of his room, in his wheelchair. He was restrained, restraint was stilll intact, wheelchair was on it's side, as was patient. Patient sustained a fractured skull. Patient was transferred to rockville general hospital and died seven days later.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.